Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin had rubber seal near reservoir came out and scratches on screen making it hard to read as well as calibrations error. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life. Troubleshooting was not performed. The device will not be returned for analysis.